Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was wetness around her site and that there were air bubbles inside of the reservoir. The patient's blood glucose at the time of incident was in the 300 mg/dl range. Troubleshooting was initiated and there were no apparent anomalies found. However, the customer stated that when she changed her set her blood glucose went back down. No products were returned or replaced.